Manufacturer narrative:
The implanting clinician stated no infection was present and no further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, not irrigating the incision site, not using antibiotics, not prepping the skin, the patient interfering with the wound, and using inappropriate tools have been ruled out as potential causes. The stimulator is used for the treatment of pain. The cause of the discomfort is due to the granuloma. However, the cause of the granuloma is unknown/no problem found. Per previous investigations conducted for the same reported issue, the following are potential causes of the event: placement of stimulator too near to the nerve. Not following IFU during implant of stimulator. Stimulator migration.

Event description:
The implanting clinician stated the pain is related to a granuloma at the incision site. A revision was conducted on (B)(6) 2021, a small piece of suture was removed from the receiver pocket.